Event description:
It was reported that on (B)(6) 2013 using a femoral artery access approach during a procedure of the mildly tortuous, mildly calcified, 100% occluded, de novo, mid right coronary artery (rca), predilatation was completed using a 1.20 x 8 mm and 2.0 x 8 mm mini trek balloon dilatation catheter (bdc) at 12 atmosphere (atm). The 3.0 x 28 mm multi-link zeta stent was deployed at 12 atm at the lesion location followed by post dilatation with a 3.0 x 12 mm nc trek bdc at 14 atm. A good result with timi iii flow was reported and there was no residual stenosis. The patient was transferred to the coronary care unit (ccu). On (B)(6) 2013 the patient complained of chest pain and expired in the ccu. The cause of death was noted as multiple organ failure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death and angina are listed in the zeta instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.